Event description:
Retained foreign object during cath lab procedure. Approx 2" protective covering on balloon was not removed before insertion. Unable to retrieve. Required open heart procedure several months later to remove.